Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultra meter was in the memory mode. The medical surveillance specialist (mss) was unable to follow up with the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning and at noon, the patient reported the alleged issue occurred. The patient reported using oral medications (unknown type and dose) to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level, or medications on the day of the alleged issue. The patient reported 24 hours after the alleged start time, she developed symptoms of a "cold sweat." It is unclear if the patient attributes these symptoms to high or low blood glucose. It is unknown if the patient's symptoms were intermittent, ongoing or worsened. The patient reported taking an extra dose of metformin (unknown dose). At the time of troubleshooting, the cca was able to assist the patient to resolve the alleged issue with training. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed she was unable to test her blood sugar due to the alleged issue and developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.